Manufacturer narrative:
The alinity c processing module, (B)(6) was evaluated. The customer reported event was resolved by replacing the ict probe. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the complaint. A review of tracking and trending did not identify an increase in complaint activity with regards to the reported event. A review of the manufacturing documentation did not identify any issues as it relates to the ict probe and reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported discrepant electrolytes generated from alinity c processing module and when repeated on another analyzer the result was normal. The customer provided the following sample data: sample ID (B)(6): initial sodium was 118 and repeat was 140 mmol/l (customer normal range: 137 - 147 mmol/l). Initial chloride was 128 and repeat was 104 mmol/l (customer normal range: 99 - 108 mmol/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.